Event description:
It was reported that the lead exhibited high, out of range, hv lead impedance. During the lead explant procedure, an insulation anomaly was noted. The physician believed the insulation damage was due to the lead being tightly curved underneath the device. A stylet could not be fully inserted into the lead due to the damage at the site of the curve. A new lead was implanted without difficulty.

Manufacturer narrative:
Evaluation description: a test stylet could only be inserted 27.0cm from the connector pin. Full stylet insertion was prevented by body fluids inside the inner coil. External insulation abrasion was noted at 27.2-28.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was breached at this location. Fracture of the rv pin was noted at 2.5cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of high hv lead impedance.